Event description:
Info received indicates when emergency trendelenburg is activated the bed will not go into emergency trendelenburg.

Manufacturer narrative:
The technician found that the CPR/trend valve was stuck. He replaced the CPR/trend valve and the bed functioned properly.